Event description:
Clinitest rapid covid-19 antigen self-test did not work. The vial intended to squeeze liquid drops onto the test device released only foam, not liquid. This happened twice. The test ended up being invalid - the control line did not appear. Ref report: mw5147048.